Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to FDA: 7/17/2019.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent an invasive surgical procedure at (B)(6) in (B)(6) to remove extensive bowel adhesions to the mesh device implanted in his body.  The mesh was removed at the time of the surgery and necessitated additional surgical repair of the same hernia and another mesh (4in x 6 in) was implanted. On (B)(6) 2017 he had another surgery to remove the mesh, which had ¿ruptured.¿ no additional information was provided.